Manufacturer narrative:
The subject device referenced in this report was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an unspecified procedure, the subject device was used. An unspecified error occurred. When the user checked the subject device, the tissue pad was torn off. After readjusting, the subject device could be activated. After a few seconds of use, the tip of the subject device smoked and the tissue pad fell into the patient's body . The fragment was retrieved. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the falling of the tissue pad.